Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer hit the pump while closing the car door causing the pump touch screen to become shattered. Customer is unable to interact with pump due to the shattered screen. Customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.